Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was done with a proglide device using the pre-close technique via an 8f sheath hole prior to an interventional percutaneous transluminal angioplasty (pta) procedure. The suture of a proglide device was successfully pre-placed and the pta procedure was completed. Reportedly, post procedure, the knot was locked and could not be advanced. A new proglide device was attempted, but the same failure occurred [knot lock]. Ultimately, a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.